Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate automatic mode switching episodes were observed due to far field right wave oversensing. Device reprogramming was recommend, the patient is in stable condition.